Event description:
It was reported that the pump touchscreen was scratched, causing issues with the responsiveness of the touchscreen. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.